Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported requiring third party intervention for elevated blood glucose level after receiving an error message on the pump. Caller reported she was admitted to the hospital via ambulance; was treated with insulin via perfusor and is in ICU. Requested return of the alleged device for evaluation.